Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, objective lens scratched, forceps elevator wire cut, bending section rubber adhesive detached, bending section rubber discolored, forceps channel port dented, switch 1 scratched, universal cord scratched, scope connector scratched, scope cover scratched, right/left knob, universal cord sticky, electrical connector corroded, low angulation, angle knobs play, distal end cover dirty, and light guide lens scratch. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during reprocessing of the duodenovideoscope, the scope forceps raiser did not properly move up or down. Upon inspection and testing of the customer returned device, foreign material was found in the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due reprocessing steps recommended in IFU were not performed completely due to the forceps elevator malfunctioned by breakage of the k-wire, which made foreign material remain at/around the forceps elevator. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.